Event description:
As it was reported by an affiliate, during a procedure, the tip of the outback device (plastic nose part) came off as it was being removed from patient and remained within the patient. There was no injury to the patient reported. The product will be returned for analysis.

Manufacturer narrative:
Device history record: the product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.